Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and the abbott m2000rt instruments. The abbott m2000sp is an automated system for performing sample preparation for nucleic acid testing. As part of a planned service ticket at (B)(6), the lead field service specialist performed an inspection of the m2000sp liquid waste sensor. The sensor had a broken and dirty window with dried residue from liquid waste. The field service specialist indicated that the sensor was deformed due to over tightening of the mounting screws and that there was no evidence of overheating. The liquid waste sensor was replaced as a precaution per (B)(4).

Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. The following mdrs were also filed: MDR 3005248192-2011-00012, 00014 and 00015. The root cause of this event is being investigated.